Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the washing protective cap cable of the motor device was broken. During service and evaluation, it was determined that the device produced heat, device was loose, produced excessive noise, locking mechanism was stiff/stuck, foreign substance/debris/cleaning/sterilization and breaded stainless steel wire tether damaged/came off. It was further determined that the device failed pretest for loctite assessment, cable assessment, noise assessment and handpiece temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.